Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. During follow-up, the customer reported that the pump appeared to be working normally after the incident.